Event description:
Solicited call from patient who asked for a different huber needle to be sent with her order since the ones she has are painful and different from what she received from coram in the past. No further information was reported. Lot number and expiration date unknown. Unknown if patient experienced an adverse event due to the defective product. Unknown if patient has the product on-hand. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.